Event description:
Five patients with mentor breast tissue expanders developed infections after surgeryon [date redacted], patient admitted to the or for carcinoma of right breast, estrogen receptor positive, bilateral mastectomy, and tissue expander insertion (mentor 550 ml with initial 0 fill). On [date redacted], surgery for necrosis of the mastectomy incision right breast. On [date redacted], removal of tissue expander of right breast. Fluid sent to path, found to have pseudomonas aeruginosa.